Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump block resulting in an inability to confirm the fluid loss in the pump connecting tube allegation. The tubing was not returned for analysis. The pump was functional tested and failed deflation test and activation test. The pump failed deflation test which verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. The pump failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to fluid loss in the pump connecting tube due to tubing was not returned for analysis. However, product analysis concluded the identified pump failed functional test was the most probable cause of the reported event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer working. Two weeks later , as a result of inspection it was found that the tube connecting to the pump was cracked causing resulting in fluid leakage. The pump was explanted and a new pump was implanted. The patient improved after the surgery.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer working. Two weeks later, as a result of inspection it was found that the tube connecting to the pump was cracked causing resulting in fluid leakage. The pump was explanted and a new pump was implanted. The patient improved after the surgery.